Event description:
The customer alleged that she tested her blood glucose and received a reading of 8.3 mmol/l. The customer's breeze2 meter should have the units of measure locked to mg/dl, so it's not known how the units changed. No adverse events were alleged. The customer was advised to return her meter for eval. A replacement meter was sent to the customer.